Event description:
It was reported to philips that the steris boom which housed the flexvision monitor failed and fell on the floor. The device was outside of clinical use at the time of the reported event. No harm to user or patients was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and confirmed that philips monitor failed and fell to floor. Upon troubleshoot fse found the 3rd party monitor boom had bolts that were too short, and philips monitor was mounted on steris monitor boom. The steris monitor boom is mechanical arm in which monitors are mounted on. The steris boom was not mounted properly by steris and fell. The product has malfunctioned, and the cause of the reported problem was the 3rd party monitor boom bolts were too short. To resolve the issue, the monitor was replaced. After repair was completed, the system is returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Third-party monitor failures may occur that can cause the azurion monitor failed. This scenario includes situation in which is related to 3rd party monitor boom bolts were too short would not be considered a device malfunction of the azurion system, this event would not be reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.